Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the clamping mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the yoke teeth were found to be broken, this is consistent with clamping the device over thicker tissue than indicated. No functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted.

Event description:
It was reported that during a radical prostatectomy, the device broke while closing the trigger. Another device was used to complete the case. There was no consequence to the patient.